Event description:
Additional information was received from the patient. It was reported that three or four of the leads for their implantable neurostimulator (ins) had been broken for years. The patient mentioned that they had their previous ins battery replaced on (B)(6)2017 when they were informed that the leads were broken. However, the leads did not get fixed at that time. The patient stated that they were referred to another physician who wanted to put in competitor leads instead. The patient mentioned that they thought it would be too much to have implanted, as they¿ve had leads since 2006. No further complications were reported or anticipated.

Manufacturer narrative:
H6: additional review indicated conclusion code 92 is no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they contacted the manufacturer representative. The patient stated that they had seven visits to the pain doctor and then were transferred back to the original doctor¿s office. The patient noted that the doctor didn¿t fix the leads and didn¿t believe the stimulation worked. The patient mentioned that the lead contacts not working had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the contacts not working was a manufacturer's representative (rep) worked with the programming. The patient met with the rep on 10/10 to resolve the contacts not working. The hcp stated that the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3998 lot# j0555194v implanted: (B)(6)2006 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient had three contacts that are not working due to high impedances. There was no identification of any broken leads or any structural damage to any of the components of the system. No further information was reported.

Manufacturer narrative:
Other applicable components are: product ID 3998 lot# j0555194v serial# implanted: (B)(6)2006 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had their ins replaced on (B)(6), but the doctor told them that three of their contacts are not working. The patient also reported that they had been in pain and not sleeping, or eating, and they cannot get comfortable since 2016. The patient's symptoms have gotten worse over the past year. The patient was reached out to by a district manager and are relieved that someone contacted them. No further complications were reported or anticipated.